Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the patient's pump malfunctioned "like 15 years ago" and the patient needed to be put on narcan. No other information was mentioned.